Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device has stopped working and hasn't been working for quite some time. The last time the patient felt like the device was working was more than a year ago. The caller said the patient didn't tell them that the bladder control device had not been working as well. The patient recently went to the ER due to symptoms that mimicked a heart attack. Caller wanted to know if the device could have mimicked a heart attack. The patient was in ER over night and was up every hour and wetting themselves. When they got home, they checked the device and got the message "end of service therapy has stopped. Replace the internal device to continue therapy." Caller said they were confused that the device was already dead they thought it would last longer. Patient had a little fall about a year and a half ago and hit their head. They didn't fall on their backside but they did have a fall. The issue was not resolved through troubleshooting. The caller was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.